Event description:
It was reported that a patient presented to the emergency room approximately 1 years an 7 months post-index procedure with chest pain and was found down after a seizure. A CT scan revealed a type a dissection. The patient had stopped taking all blood pressure medi cations, which was identified as a contributing factor to the dissection. An open ascending aortic arch repair was performed, and upon examination, a mid-ascending type a dissection was determined. The physician noted that the valiant captivia looked well opposed to the aorta with no fenestrations. A surgical graft was sewn in the aortic root and over sewn around the endograft with pledgets.post-operation, the patient was extubated, alert, and following commands. The event was resolved with the open surgery, and the patient is still recovering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.